Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. On event date, the pt underwent a primary left l5-s1 spinal root decompression. On the same day, the pt presented with "persistent radiculopathy". The investigator noted the event as moderate in intensity. The pt continued to report pain following surgery with no relief from conservative pain management procedures. Repeat MRI's were negitive. Two months later, the pt presented with an increased radicular pain complaint following involvement in an automobile accident. MRI were performed and again were negative. The pt was referred to physiatry and was lost to follow-up. It is unknown if the event resolved as the pt's condition was reported by the investigator as continuing without treatment when last seen (in 2000). The investigator noted nerve damage from herniated disc and aggrevated by trauma experienced in the automobile accident as a possible explanation for the event.